Event description:
It was reported via repair work order that the right siderail could not lock in the upright position due to lack of lubrication. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.